Event description:
The device was returned for repair with a report that it had delivered an unreported medication too fast. The pt was not injured. No further details were available from the user facility.